Event description:
It was reported that the pt's device was explanted (date not reported) due to electrode array migration associated with a cholesteotoma. The pt was implanted in the contralateral ear.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.